Event description:
The ge oec 9800 fluoroscopy system had an arcing issue. System arcing at the x-ray tube.

Manufacturer narrative:
A ge oec service representative investigated the issue and after speaking to the facility bme, the bme on site cleaned and re-greased the hv candlesticks to eliminate arc issue. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.